Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's s1 lead had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2019 wherein the lead was explanted and replaced. Effective therapy established post-op.